Event description:
Reportedly, the roticulator 55-3.5 did not fire staples and the insturment jaw did not open when approximating lever was released. Instrument was fired during very low anterior resection and pt ended up with a colostomy.